Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. During a routine follow-up visit, when the device was interrogated, the estimated battery longevity showed 1 year remaining. It was noted that the pacing and sensing parameters were optimal. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: new information was provided from the field indicated that this device was explanted and replaced. It is currently unknown as to whether this device is available for return. Several return requests were submitted to the field; however, no response was received. Should additional information become available, a supplemental report will be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. During a routine follow-up visit, when the device was interrogated, the estimated battery longevity showed 1 year remaining. It was noted that the pacing and sensing parameters were optimal. This device currently remains implanted and in service. No adverse patient effects were reported.